Event description:
Information received a smiths medical intubation/portex endotracheal tube tube became clogged within 30 minutes. The patient did not get oxygen, so the tube needed to be changed. No patient injury